Manufacturer narrative:
Manufacturers ref # (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: from follow-up CT/MRI, endoleaks: type I = yes. Proximal is there evidence of device issue(s)? = no patient outcome: was a new secondary intervention performed to treat the endoleak(s)? = yes. Additional graft(s) placed and balloon angioplasty resolved (patient recovered/stabilized) without sequelae.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: endoleak type ia noted during follow-up. Treated by secondary intervention/additional graft(s) placed and resolved without sequelae. Despite efforts to obtain clarification and additional information this was not provided. Therefore, based on the information provided, it would be inappropriate to speculate at what may or may have not caused the endoleak type ia. There are adequate controls in place to ensure that the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.